Event description:
It was reported a perforation occurred during a duodenal procedure on october 21, 1996 in which this balloon catheter was used. No balloon malfunction was reported. No further details are available with regards to the circumstances surrounding this event. Should further info become available a supplemental medwatch report will be forwarded.